Event description:
The caller reported that the pump battery would not charge, although no power source alert was received, and tandem charging cable was used with a wall outlet. There was no adverse impact on the customer's blood glucose level. Technical support (cts) advised the caller to try a different wall outlet and to leave the pump plugged in for at least 30 minutes; upon following this advice, the customer confirmed that the battery charged to 100%.